Event description:
On several patients, nasal cannula has tended to flip or pivot toward the patient such that cannula openings in the nares were pressed against patient's skin, thereby obstructing oxygen flow. This resulted in cyanotic/bradycardic spells in several patients until staff discovered the cause of the problem. Attempts to secure cannula in position with tape, or to use different hose/cannula arrangements have failed to prevent the problem, although staff have become accustomed to the hazard and have become more vigilant to prevent it.======================health professional's impression======================tubing of cannula set is thick and stiff enough that it seems able to exert enough force to twist the cannula ports in different directions as it is moved. Sometimes this is sufficient to press the cannula openings against the patient's skin and block oxygen flow. Problem also seems dependent on the angle of the nasal ports as they exit from the plane of the curved tubing, which varies among sets.======================manufacturer response for premature oxygen therapy nasal cannula, premature oxygen therapy nasal cannula======================hospital staff informed local sales rep of problem several weeks ago, but sales rep left MFR's employment soon afterward and no reply to complaint was ever received. After contacting MFR's tech support on a previous date, MFR admitted knowing about the problem and was still studying possible remedies. Earlier version of product used thinner tubing walls which tended to kink and block oxygen flow. Tubing was made thicker to prevent kinking and then reports were received of the cannula's nasal openings becoming blocked when the tubing twisted them against the patient's skin.